Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields:h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed the high energy endo therapy accessories such as a laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. However, a definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had scope communication error (b30). There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the video system center displayed error code b30 (scope communication error). Troubleshooting efforts were made and the customer was instructed to turn off the clv-190 evis exera iii xenon light source before inserting scope and turn on after scope is inserted. It was also advised to clean the scope contacts with 70% isopropyl alcohol and if that does not resolve it try reseating the maj-1933 digital light source cable between the clv-190 evis exera iii xenon light source and the cv-190 evis exera iii video system center while it is powered off. It is recommended if the issue persist then send the faulty device in for the repair. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.